Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during normal follow-up, high, out of range pacing lead impedance and high capture threshold were observed. Patient was asymptomatic. Lead was capped and replaced. Patient will be monitored.